Event description:
It was reported that a patient underwent two-level tlif at l3/5 using blackstone peek interbody spacers and rhbmp-2/acs. The patient did well for a few days post-op, then developed severe left thigh pain. An MRI was performed, which reportedly revealed a collection of fluid predominantly at l3/4 and extending to l4/5. A surgical intervention was performed approx seven weeks post-op to re-explore the surgical area, and remove the fluid. A yellowish-clear fluid surrounded by a thin sac was found extending from the cage at l3/4. A second collection of yellowish-clear fluid was also found extending posteriorly from the disc space. Tissue pathology on the excised tissues found "degenerated cartilaginous disc and occasional crystal deposition in soft tissue suggestive of uric acid crystals." Lesion cultures, gram stain and anaerobes on the fluid were all negative.

Manufacturer narrative:
Products from multiple mfrs were implanted during the procedure. Although it is unk if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Neither the device nor films of applicable imaging studies were returned to the MFR for evaluation. Therefore,we are unable to determine the definitive cause of the reported event.